Manufacturer narrative:
Device lot number, or serial number unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. A system checkout was performed, and the system was found to be fully functional. No parts have been returned to manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a health care professional regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the curved suction would not verify. Medtronic representative asked the site to bring up the emitter details and all the field were green with the values getting no higher than ~ 1.7. When the surgeon attempted to verify the curved suction, the site could not get the distance to divot value below 2.7. They decided they would finish using the straight suction. There was a delay of less than 1 hours. No impact on patient outcome.